Manufacturer narrative:
Concomitant medical products: 1688t-52, lead, implanted (B)(6) 2005.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The left ventricular lead had high threshold causing high current drain on the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.